Event description:
The pt called in response to the recall notice. No physiological effects were reported. His insulin infusion device was replaced and requested to be returned for eval. Eval of the device found the down button was defective.

Manufacturer narrative:
The infusion device was thoroughly evaluated. E7 (electronic) error was found in the device history. The force sensor is defective. The piston rod blocked due to the defective force sensor. The soft components of the down button are worn. The down button contains traces of corrosion and the button is defective.